Manufacturer narrative:
One 14f x 24cm duo-flow 400 xl was returned for eval. A visual examination of the catheter revealed that the suture wing is not assembled on the hub. The suture wing was returned loose in the bag. The inner diameter of the suture wing was within the dimensional specification. A review of the mfg records indicated all device specifications and quality requirements were satisfied. The suture wing of the returned device was reassembled on the hub and the force to remove it was measured. The force required to remove the suture wing was 18.23 lb-f. We are unable to determine the exact cause of the event; however it appears that excessive force was applied, enough to dislodge the catheter from the suture wing. There is no evidence of a mfg defect.

Event description:
It was reported that six days after the catheter was inserted, and during the cleaning of the bandages, an unusual mobility of the catheter was noted. The blue suture wing, which was attached to the pt skin with threads, separated from the catheter itself. The catheter was inserted femorally.